Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location of the homechoice cassette that led to this alarm. The leak was further described as "the table was wet, there was moisture under the supply bag". Renal therapy services advised the home patient to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: update to 02/26/2024 (initially reported as 02/23/2024). H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional pressure testing was performed with no issued noted. A pull test was performed and no separation was noted. Additionally, the set was submitted to functional testing by evaluating the cassette in a cycler machine obtaining satisfactory results. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.